Event description:
It was reported that, during an ukr surgery, when trying to finish last post, a message was displayed about a disconnection of handpiece and drill. After dismissing, it was prompted to re-calibrate and then to workflow. Upon trying to bur again, the same message was received and had to recalibrate the handpiece. This happened 4 times. The last post was performed with manual drill.

Manufacturer narrative:
H3, h6: the navio handpiece, used in treatment, was return for evaluation. The device had disconnected error messages during cut mode during a procedure. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual (500054 rev. G) released at the time of the complaint provides instructions on connection issues with foot pedal. This failure is captured in the navio risk profile. The navio handpiece was returned for further evaluation and the initial visual/functional investigation confirmed the reported event. A review of the log showed that the drill foot pedal was unplugged. The returned foot pedal was evaluated for any defects in its connectivity, but none were found. The foot pedal was stressed while connected and did not disconnect at any point. Based on the log file information and the investigation of the foot pedal, it can only be concluded that the drill foot pedal was physically unplugged, which caused the display of error messages. The root cause of this issue was denoted as no problem found.